Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with orange juice and yogurt. Customer's blood glucose level was 300 mg/dl, 100 mg/dl and 75 mg/dl. The insulin pump will not be returned for analysis.